Manufacturer narrative:
Exposure of tvt tape can occur for a variety of reasons such as inadequae mucosal closure, atrophic vaginal skin, or postoperaive trauma to name a few. These sometimes close spontaneously with time and estrogen therapy but most require resection and reclosue. As this exposure occurred within one month of the surgery, most likely postoperative trauma (i.e. Intercourse). 510(k) # is k033568

Event description:
The patient underwent a sling procedure in 2006 and the area was closed with suture. All was well at the initial postoperative check. At four weeks postoperative, the patient had intercourse and the husband fet the mesh. The physician reports a 7mm portion of mesh was exposed suburethrally.